Event description:
It was reported that an anti-siphon valve was leaking between the female site of the product and the male site of the "il" filter despite being properly configured and fully screwed into place on the line setup. This occurred during use. To resolve this issue, the line was taken down and replaced with a new line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d10, h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.